Event description:
Customer states he received a control reading of 245 mg/dl on each of his 2 contour meters. The approx range is 105-145 mg/dl. The customer declined to give further info. He declined the offer to have replacement product sent and refused to return any of his product. There were no adverse events alleged.